Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock while the patient was exercising for arrhythmia but it did not convert. The patient went down while running and cardiopulmonary resuscitation was performed before the patient was transported and admitted to the hospital. The patient had an order from the physician not to exercise. After the shock, undersensing was observed. Technical services (ts) was contacted, and ts reviewed the patient had a heartrate was 150 beats-per-minute until the patient went into ventricular fibrillation (vf). It was noted the noise counter was unusually high, and there was a lot of variability in signal amplitude, with both noise and variable signal amplitudes made worse after the shock, leading to the undersensing. Ts recommended x-ray imaging to check system placement, and x-rays showed the electrode to be quite superior. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock for an arrhythmia that occurred while the patient was exercising, but it did not convert. The patient went down while running and cardiopulmonary resuscitation (CPR) was performed before the patient was transported and admitted to the hospital. The patient had an order from the physician not to exercise. After the shock, undersensing was observed. Technical services (ts) was contacted, and ts reviewed the patient's heart rate was 150 beats-per-minute until the patient went into ventricular fibrillation (vf). It was noted the noise counter was unusually high, and there was a lot of variability in signal amplitude, with both noise and variable signal amplitudes made worse after the shock, leading to the undersensing. Ts recommended x-ray imaging to check system placement, and x-rays showed the electrode to be quite superior. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0601, and impact codes f2306 and f1203. Investigation summary: based on the available information, although no product has been returned as this device remains implanted, we have determined that the failure to convert arrythmia and undersensing are a known inherent risk with use of this product. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this s-ICD remains implanted and in-service and so has not been returned. As such, physical analysis has not been conducted in our laboratory. However, analysis of the available information determined that the failure to convert arrythmia and undersensing are a known inherent risk with use of this product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of failure to convert rhythm was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this s-ICD remains implanted and in-service and so has not been returned. As such, physical analysis has not been conducted in our laboratory. However, analysis of the available information determined that the failure to convert arrythmia and undersensing are a known inherent risk with use of this product.